Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple stations became frozen on the blue carefusion screen while in use. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were experiencing an issue where they were frozen on the blue carefusion screen while in use. A technical support specialist (tss) verified multiple devices and confirmed that the application was running, while also confirming that several stations had been restarted due to the application not restarting automatically, which caused temporary delays during use. The tss reviewed multiple station systems and determined that operating system updates had been installed earlier, placing the systems in a pending reboot state and triggering automatic restarts required to complete the update process. During these restarts, the application closed as part of the normal shutdown sequence, causing the devices to appear unresponsive to users. The tss confirmed that most stations completed the reboot process successfully, while one station experienced an unexpected shutdown due to manual interruption during this state. No evidence of application failure or system resource issues was identified, and no patient impact was reported. The tss further ensured that the application resumed normal operation after reboot and recommended enabling automatic login for the application through the configuration utility to ensure automatic startup after future restarts. The system functioned as intended after technical support specialist investigated the device.